Event description:
Mesh eroded through vagina, adhered to colon and spine. I started having severe pelvic, back and leg pain in (B)(6) 2011. After 4 months of the most horrible existence, I finally found a doctor who knew how to remove the mesh. Reason for use: pop.